Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 45 mg/dl. The customer's spouse assisted the customer by giving the customer carbohydrates to address bg as the customer could not move. Reportedly, the customer felt that the pump calculated the incorrect carbohydrate amount and delivered more basal than programmed. Review of t:connect data showed that the customer frequently made changes to basal rates. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.